Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gi bleed procedure within the stomach performed on (B)(6), 2012. According to the complainant, during the procedure, the injection gold probe failed to heat up for the cauterization when the generator foot pedal was pressed. The procedure was completed with a second injection gold probe without issue. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gi bleed procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the injection gold probe failed to heat up for the cauterization when the generator foot pedal was pressed. The procedure was completed with a second injection gold probe without issue. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination found that the device returned with no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the isolation of electrode test. Further analysis of the device revealed that both internal wires were frayed proximal of the ceramic tip creating a short circuit. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed the cautery issue to a short circuit induced by frayed wiring. Therefore, the most probable root cause is manufacturing. An investigation was previously performed to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.